Event description:
It was reported that the patient with this pacemaker system experienced syncope. The pacemaker was pacing in the ventricle. The patient woke up and had elevated blood pressure. The device data was reviewed and there were no stored episodes at the time of the syncopal event. The presenting electrogram (egm) showed normal device operation with pacing in the atrium and sensing in the ventricle. The patient was paced in the ventricle 82% of the time. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No additional adverse patient effects were reported.